Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that disk boot failure. Review of the log file showed the issue in ¿image disk 0¿ .fse replaced hard disk. After the replacement of hard disk, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that a 'disk boot failure' error message appeared. The system was in clinical use when this occurred. There was no report of harm.